Manufacturer narrative:
Additional information was received on june 14, 2024. The pathology report has been provided and populated in b6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on june 28, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 19, 2024. Augmentation revision is planned for (B)(6) 2024. The complaint device was discarded. Therefore, the photo evaluation provided previously will be the only device evaluation provided. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with 550cc mentor memorygel breast implant experienced bilateral rupture and bilateral capsular contracture (baker grade unknown) post procedure. The capsular contracture was diagnosed through magnetic resonance imaging. Pain, hardened breasts, discomfort, and sensitivity were noted. The right sided rupture was discovered during explant. Explant without replacement was performed on (B)(6) 2021. See 1645337-2021-09882 for contralateral prosthesis report.